Event description:
It was reported that, "gamma nail broke right where lag screw meets with nail. Surgeon also noted that one of the distal screw broke inside patient. Surgeon was able to remove half of the distal screw, keeping the other half in patient. Surgeon removed and replaced with a new gamma nail."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.